Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic gastric bypass, staples deployed but not all formed. Blue load being used. The surgery was delayed 30 minutes due to the reported event. Action taken when event occurred was additional firing to recontour gastric pouch. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent: 2/20/2020. D4: batch # t5cy21. Investigation summary the analysis found that one plee45a device was returned with no apparent damage and with one gst45b cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: 5 surgeon group has done approximately 250 cases with echelon 60mm and 45mm. Typical cartridge selection is all green then gold for sleeve and white and blue for bypass. The surgeon usually waits approximately 10 seconds prior to firing. No buttressing material used. There was no mention of tissue movement for this case. Clips are placed at end after stapling completed.